Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial component at the cement to implant interface. The surgeon remove and replace tibial and poly component. Replaced with attune revision tray and sleeve. Poly was replaced to conform with revision tray. A depuy cement was used. No surgical delay. Doi: (B)(6) 2015. Dor: (B)(6) 2021; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous DHR review, per com-182973, did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination.